Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that following a procedure, during cleaning with tap water and a gauze, black residue was noticed on the device. There has been no patient harm or consequence reported. Follow up has been requested should any further patient information come available.

Manufacturer narrative:
The device was returned to the manufacturer and subjected to visual inspection. The accounts reported complaint of black residue on the device has been confirmed however, microvasive biopsy forceps are manufactured with a black ink on its sheath and what the account is referring to as black residue is actually a transfer of the black ink the OEM uses during production of the device. There have been no other reported complaints for this issue from other accounts.